Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did find smiths tampered seal label was missing and scratches and cracks found on lcd lens screen. The customer stated problem was not confirmed. Could not duplicate customer stated problem, but it was found in the device history log multiple times. Replaced latch/lock optic flex sensor for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed an error code 41541 on a red screen. No patient injury was reported.